Manufacturer narrative:
The reported event was confirmed, manufacturing related. No actions can be taken at this time since a root cause was not identified. Gross visual evaluation: no visual defects were noted on all returned wicks. All wicks were inspected and found that all appeared to be assembled correctly, and no foreign matter was observed. Dimensional evaluation: attached on file - fail. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer used purewick female external catheter only once and they felt very itchy. They made an appointment with their primary care doctor. Per additional information received via phone on 04sep2024, event occurred on (B)(6) 2024, and the event resulted in irritation. Per notification from ucc on 07oct2024, it was noted that the customer returned the purewick urine collection system with the female catheter, material number pw100 and serial number (B)(6). Have been received for sample evaluation. Per customer follow up on 14nov2024, it was reported that when they visited primary care physician, it was determined that they had a urinary tract infection. They were prescribed ointment to treat the infection. Customer continued to use their replacement device and new batch of wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer used purewick female external catheter only once and they felt very itchy. They made an appointment with their primary care doctor. No medical intervention was reported. Per additional information received via phone on 04sep2024, event occurred on 02sep2024, and the event resulted in irritation. Per notification from ucc on 07oct2024, it was noted that the customer returned the purewick urine collection system with the female catheter, material number pw100 and serial number (B)(6). Have been received for sample evaluation. Per customer follow up on 14nov2024, it was reported that when they visited primary care physician, it was determined that they had a urinary tract infection. They were prescribed ointment to treat the infection. Customer continued to use their replacement device and new batch of wicks.